Event description:
The pt was revised because of loosening at the distal 1/3 of the stem. Implant cement mantle was not intact and stem subsided.

Manufacturer narrative:
Depuy cmw states a review of the device history records contains no deviations from normal process. All chemical testing and mechanical properties were within spec at the time of release. The lot was manufactured in october 1999 with an expiry date of 2002-09. The co's retention policy on cements is "expiry date +1 yr" and, so there are no samples in the retained sample store to retest. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.